Event description:
The customer contact reported particulate. The secondary tubing set was connected to an unspecified primary tubing set and was being used to deliver 80mg premixed gentamicin via gravity flow. After an unspecified length of time in use, after the solution container was "almost empty" the nurse noted a particulate in the drip chamber of the tubing set. The customer contact reported that the particulate was "grey" in color. The delivery was stopped. The secondary tubing set was removed from the primary tubing set. Therapy was not resumed as the delivery of medication was almost completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.